Event description:
It was reported that during the implant procedure, the physician found the impedances were too low and ¿couldn¿t be tested.¿ the physician suspected the lead was shorted and replaced it. The result was ¿good¿ and the patient was reportedly doing well. The surgery was delayed less than 30 minutes.

Manufacturer narrative:
Concomitant medical products: product ID: neu stylet, product type: accessory product ID: neu stylet, product type: accessory. (B)(4).